Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of pacing threshold measurements. Sensing and pacing impendence measurements were optimal, but the physician made the decision to explant and replace the lead. The physician suspects the cause of the observations could be related to fibrosis at the end portion of the lead. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis, and additional information was requested to the field.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of pacing threshold measurements. Sensing and pacing impendence measurements were optimal, but the physician made the decision to replace the lead. The physician suspects the cause of the observations could be related to fibrosis at the end portion of the lead. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis, and additional information was requested to the field. Additional information was received. The lead was capped and abandoned in the patient. The lead is not expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of pacing threshold measurements. Sensing and pacing impendence measurements were optimal, but the physician made the decision to explant and replace the lead. The physician suspects the cause of the observations could be related to fibrosis at the end portion of the lead. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis, and additional information was requested to the field.